Event description:
It was reported that the patient's neurostimulators (ins) were replaced. The day after replacement, the patient's spouse checked the left ins ((B)(4)), and it was ok. His spouse then checked the right ins ((B)(4)) and was unable to adjust stimulation. An out-of-regulation screen was seen, which was reported to the hcp. It appeared that the settings were changed and the right ins turned on at the hcp office. Following this the patient "had a worse reaction than ever." After the replacement, the patient experienced "hallucinations" and talked "jibberish." On february 16th between 5 and 9 pm, the patient fell five to eight times. During the last fall, the patient experienced "electricity" on the right side of his body. The patient experienced spasms and that his hand looked like a "claw." The patient was taken to the hospital with suspicion of a stroke; however, the hospital said, it was not a stroke. It was reported that the patient had difficulty walking, spasms, and an altered mental state. The patient's hcp had turned the ins down and the patient's spouse had only increased it slightly out of fear of triggering the electricity again. It was reported that the patient had experienced some improvement since this increase, and was able to feed himself lunch and take a nap, but his spouse was hesitant to further increase stimulation. The patient's neurologist was not familiar with dbs, and was trying to refer the patient to a new physician to interrogate the ins. Additional information has been requested, but was not available as of the date of this report. Refer to MFR. Rep. # 3004209178-2012-03090.

Manufacturer narrative:
(B)(4). Lead: model 3389-40, lot# j0225491v, implanted: 2002 (B)(6), explanted: na. Extension: model 748251, serial# (B)(4), implanted: 2002 (B)(6), explanted: na. Programmer: model 37642, serial# (B)(4).